Manufacturer narrative:
No sticking of buttons or scrolling of numbers noted during testing. However, the pump had intermittent button response on the down arrow button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer had entered numbers for a bolus and the numbers kept going. Customer's blood glucose was 6.5 mmol/l. It was explained that the numbers may be sticky. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.